Event description:
Rptr had a photoderm treatment for facial telangectiases. During the treatment, rptr experienced excruciating eye pain, complaining of pain from the flashes of light throughout the treatment. At the end of treatment, when rptr removed the "protective" goggles, they found their eyes to be severely swollen, all blood vessels fully dilated, sclera swollen, with copious tearing; horribly painful. Dermatologist stated they felt "protective" goggles were sufficient- rptr doesn't think so. Eyes felt very dry and sore for five days, unable to produce tearing. Rptr noted small brown spots on sclera after one week rptr doesn't usually look at their sclera up close- which are now fading. Eyes still feel sore. As a registered nurse rptr just wants this not to happen to anyone else- "it was purely awful."